Event description:
It was reported by the customer that there is some discrepancy in the amount of fluid in the band to the amounts that have been added. A total of 14.75cc was in the band in (B)(6). The patient was sent for a fluoroscopy due to feeling no restriction. On (B)(6) 7cc was extracted from the band. While 10cc was injected. No leak was detected. The physician pulled back the contrast and re-injected 9cc. It is belevied at this time there may be a pin hole leak in the band tubing where the tubing connects to the injection port. The device remains implanted.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.